Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any, the kugel patch may have caused or contributed to the events as alleged. As reported approximately 16 years post implant the patient developed an abscess in the area of the repair and has since experienced recurring abscesses and infections. The warning section of the instructions-for-use states, "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." A review of the manufacturing records was performed and found that the lot was manufactured to specification. At this time no conclusion can be made. Note the date of implant and the next two subsequent surgeries are estimated as the actually dates were not provided. Should additional information be obtained, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard; not returned.

Event description:
The following was reported to davol: on (B)(6) 2001- the patient underwent a right inguinal hernia repair procedure and was implanted with a davol kugel patch. On (B)(6) 2017 - the patient developed an abscess directly over the old incision site of the previous right inguinal hernia repair. As reported the patient underwent a surgical procedure to have the abscess removed and was prescribed oral antibiotics due to the infection. On (B)(6) 2018 - the patient developed an abscess below the previous abscess and underwent a surgical procedure to have the abscess removed followed by a course of oral antibiotics due to the infection. On (B)(6) 2018 - the patient developed an abscess above the two previous abscesses that were removed. On (B)(6) 2018 - during a follow up doctor appointment the patient was diagnosed with an abscess above the previous abscesses. As reported the patient underwent an surgical procedure to remove the abscess. The wound was packed and he continues on antibiotics. The contact reported that it was stated by the doctor that the abscess is all the way down to the kugel mesh. On (B)(6) 2018 - the patient had a follow up doctor office visit to discuss surgical treatment for the chronic abscess formation. The contact reports the doctor feels the mesh is the cause of the recurring abscesses and infections and is planning to remove the mesh.

Manufacturer narrative:
The additional information provided by the attorney is limited to the following: dx of an abscess, revision surgery , additional medical consultations to discuss treatment plan for chronic abscess. At this time no conclusions can be made .regarding infection the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ the patient's attorney alleges revision surgery; however, no details have been provided. The cause of the patient postoperative complications cannot be determined at this time. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was reported to davol: (B)(6) 2001- the patient underwent a right inguinal hernia repair procedure and was implanted with a davol kugel patch. (B)(6) 2017 - the patient developed an abscess directly over the old incision site of the previous right inguinal hernia repair. As reported the patient underwent a surgical procedure to have the abscess removed and was prescribed oral antibiotics due to the infection. (B)(6) 2018 - the patient developed an abscess below the previous abscess and underwent a surgical procedure to have the abscess removed followed by a course of oral antibiotics due to the infection. (B)(6) 2018 - the patient developed an abscess above the two previous abscesses that were removed. (B)(6) 2018 - during a follow up doctor appointment the patient was diagnosed with an abscess above the previous abscesses. As reported the patient underwent an surgical procedure to remove the abscess. The wound was packed and he continues on antibiotics. The contact reported that it was stated by the doctor that the abscess is all the way down to the kugel mesh. (B)(6) 2018 - the patient had a follow up doctor office visit to discuss surgical treatment for the chronic abscess formation. The contact reports the doctor feels the mesh is the cause of the recurring abscesses and infections and is planning to remove the mesh. Addendum per patient: (B)(6) 2018--patient had a follow up doctor apt and was diagnosed with another abscess. Patient reported undergoing another abscess surgical removal procedure. Patient stated the doctor told him the abscess is all the way down to the kugel mesh. The patient's wound was packed and continues on antibiotics. Patient stated he is to follow up on (B)(6) 2018 to discus another surgical procedure to remove the mesh. (B)(6) 2018--patient had a follow up doctor office visit to discuss surgical treatment for the chronic abscess formation. Patient stated the doctor is planning to remove the mesh on (B)(6) 2018. Addendum per legal complaint: it is alleged by patient¿s attorney that on (B)(6) 2018, patient had unspecified injuries related a defect in the kugel hernia patch and underwent revision surgery.